Event description:
The event is reported as: per medwatch report: ¿stylet broke when trying to remove it from the foley catheter. The remainder of the stylet was retained in the catheter. Catheter was removed. A new catheter was inserted. The patient had urethral bleeding from repeated attempts to place catheter. The patient was transferred to the ed after the bleeding would not subside.¿ patient current condition is unk.

Manufacturer narrative:
Unknown if sample is available for eval, therefore, investigation is incomplete.